Event description:
Baxter received a customer report involving a pt who underwent a chemotherapy infusion with an infusor on 1/17/2006. It was reported that the device infused the total fill volume of 44 ml in 7 hours instead of the expected 22 hours. The diluent used with the chemotherapy drug was 5% dextrose. There was no pt injury.